Event description:
The customer tested his blood glucose using his contour meter and received a reading of hi. He retested using another meter and received a reading of 175 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was not able to provide strip information but will return them for evaluation. Meter information was given. Replacement meter and strips were sent.